Manufacturer narrative:
Section d4: corrected primary unique device identifier number.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that a bluetooth driver issue could be the root cause of the reported malfunction. Bluetooth and network cards were disabled to test this theory, the device is being monitored to confirm issue is resolved. Investigation pending, a supplemental MDR will be submitted once the investigation process is complete.

Event description:
It was reported by the customer that a pyxis anesthesia es system unexpectedly stopped responding during a procedure. The customer confirmed that there was no impact to patient care due to users rebooting immediately rebooting the device. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Section h6 - updated codes for investigation findings and conclusions to reflect the resolution of the complaint investigation. Section h10 update - upon investigation of the actual device used in this incident it was determined that the reported issue could have been caused by memory issues due to the device not being rebooted for a long period of time, the issue did not reoccur after the device was rebooted. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis anesthesia es system unexpectedly stopped responding during a procedure. The customer confirmed that there was no impact to patient care due to users rebooting immediately rebooting the device. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Corrections and or additional information has been added to the following sections: a1, d1, d9, e3, d5, d9, e3, h2, h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 17-nov-2021 to 17-nov-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the issue occurred due to bluetooth driver and network cards was disabled. The technical support specialist confirmed that restarting the station with bluetooth and wi-fi enabled helps complete driver installation. The system functioned as intended after being assessed by the technical support specialist.